Event description:
The customer reported a coulter hmx hematology analyzer with autoloader generated a flow cell error and leaked fluid from the blood sampling valve (bsv). The volume of the leak was approximately 2 ml and was contained within the instrument. The instrument operator was wearing gloves, a gown, and goggles. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) customer technical specialist (cts) troubleshooted the instrument with the customer via telephone; the customer was able to resolve the flow cell error by cycling the instrument and flushing with water. The customer determined that the leak was caused by the front blood detector, which had fallen down and was interfering with rotation of the bsv. The customer secured the front blood detector away from the bsv to resolve the leak. Bec field service was not dispatched to the site. (B)(4).

Manufacturer narrative:
Date of event and date of this report have been corrected to (B)(6), 2014.